Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. The customer¿s blood glucose level was displayed as "high", although a specific value was not provided. The customer administered a manual injection to addressed their bg level. The customer continued to use the pump for insulin therapy.